Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2021-00075. Device 2 is being reported under MDR-2247858-2021-00076, device 3 is being reported under MDR-2247858-2021-00077.

Event description:
The fellow deploying the stent graft believed that the stent was not deploying on the turns. He seemed quite convinced and asked if the sheath became unlatched. They asked me if I had another bifurcate and I did so we just removed the 100 and replaced it with a shorter 36x80 which deployed with no issue. The 36x100 was examined on the table and found it to be in perfect working order. Also, the fellow mentioned to me that he had trouble in the past on rapid deployment of the limbs. I asked him to try it with each limb once it opened out of the main body. He tried very hard to slide it open, but it would not deploy. Finally, we experienced a slight type 1 a endo leak on final run. This was really not a surprise as the neck was less that 10mm and very wide 32mm wide. Patient outcome: "the patient is being monitored for 30 day CT. "

Manufacturer narrative:
This complaint was involved with four devices. Device 1 is being reported under MDR-2247858-2021-00075. Device 2 is being reported under MDR-2247858-2021-00076, device 3 is being reported under MDR-2247858-2021-00077 and device 4 is being reported under MDR-2247858-2021-00078.

Event description:
The fellow deploying the stent graft believed that the stent was not deploying on the turns. He seemed quite convinced and asked if the sheath became unlatched. They asked me if I had another bifurcate and I did so we just removed the 100 and replaced it with a shorter 36x80 which deployed with no issue. The 36x100 was examined on the table and found it to be in perfect working order. Also, the fellow mentioned to me that he had trouble in the past on rapid deployment of the limbs. I asked him to try it with each limb once it opened out of the main body. He tried very hard to slide it open, but it would not deploy. Finally, we experienced a slight type 1 a endo leak on final run. This was really not a surprise as the neck was less that 10mm and very wide 32mm wide. Patient outcome: "the patient is being monitored for 30 day CT."